Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced and upgraded. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the ipg was depleting faster and patient was charging frequently. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the ipg was depleting faster and patient was charging frequently. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the ipg was depleting faster and patient was charging frequently. The patient will undergo an ipg replacement procedure.